Event description:
It was reported that the programmer was able to start a session and link with the device, but then it was not able to run tests, such as threshold, by either wired or wireless telemetry. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. However it was noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the system fan was noisy. Concomitant medical products: product ID: 2290 pacing system analyzer. (B)(4).